Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4). This (B)(4). The pump was tested (B)(4) for volumetric accuracy with a rate of (B)(4). The pump performed within specifications. In a follow up call to the facility, the reporter confirmed that no adverse reactions were associated with the event. She stated that she was unable to provide a date that the incident occurred on or the rates that the pump was set to infuse at. She stated the nurses saw that the pump was taking longer to infuse. The pump's operational log was reviewed. On (B)(6) 2013 at 4:52:52 pm, the line was confirmed and pump was ready for infusion. At 4:53:24 pm new vtbi (volume to be infused) and rate were set to 60 ml and 125 ml/h respectively. The pump went into standby mode at 4:53:39 pm to 5:00:19 pm. At 5:00:23 pm the pump was started, and the infusion was stopped at 5:08:22 pm. A total of 16.7 ml infused or 100% of expected volume. At 5:08:35 pm a new rate was set to 200 ml/h. At 5:08:37 pm the infusion was restarted. The infusion was stopped at 5:18:53 pm. A total of 34.22 ml was infused or 100% of expected volume. At 5:08:04 pm a new rate was set to 500 ml/h. At 5:19:06 pm the pump was started. At 5:20:11 pm the infusion completed and the pump automatically switched into kvo (keep vein open) mode. A total of 9.08 ml infused or 100% of expected volume. The kvo was confirmed at 5:20:55 pm. At 5:21:08 pm the infusion was restarted with new vtbi of 70 ml that was set at 5:21:06 pm. The infusion was stopped at 5:22:11 pm. A total of 8.8 ml infused or 100% of expected volume. The pump was not used for the rest of the day and was turned off at 8:42:57 pm. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
(B)(4).